Manufacturer narrative:
The reported malfunction of "device self charged" was observed in the activity logs. However, this software version enables a "ready charge" feature where the device will charge in the background and indicate "ready" if a shock advised analysis is returned (and internally discharge energy if a no shock advised analysis is returned). The logs did show the device charge and internally discharged the energy. However, this is not a device malfunction and is normal operation of the device. The reported malfunction of "device self discharged" was not confirmed. The activity logs showed that the device did charge up multiple times but each time (except for one) the device discharged internally. The activity log or the device history logs could not confirm if the shock button was pressed or not for the one time the device discharged. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in pulseless electrical activity, the device self-charged without any user interaction, then self discharged energy to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.